Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple occlusion alarms with high force. During investigation, a call service (B)(4) alarm was produced on the rewind step, which inhibited further testing. The pump cover was opened and there was no evidence of moisture or damaged to the force sensor circuit. The original complaint of an occlusion issue was observed in the pump history but unable to be fully investigated due to the call service (B)(4) alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.